Event description:
Tcar converted to cea due to dissection of right cca, which extended into the right ica. The dissection was created by the .014" guidewire and/or the 4f berenstein guide catheter, which were being used in conjunction to attempt to cross the stenosis.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Tcar converted to cea due to dissection of right cca, which extended into the right ica. The dissection was created by the .014" guidewire and/or the 4f berenstein guide catheter, which were being used in conjunction to attempt to cross the stenosis